Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, due to the elevated bg, the customer went to the emergency room. And was subsequently, hospitalized. While in the hospital, the customer was treated with an intravenous of saline and insulin. The customer was released a day later on (B)(6) 2024. With the issue resolved and no permanent damage.